Event description:
It was reported that the resource nurse recently saw two patients with red painful perineum by using the purewick. Per notification received on 04nov2020, it was stated that the increase in suction was the cause for red perineum and would not know what was the recommended maximum suction level would be. Also stated that the red tender area was the vaginal area where the end of the wick would be positioned. Informed the nurse that the minimum suction for the purewick is 40 mmhg and would not have the max recommendation. The suction was in the wick and did not suction against the patient tissue. Per follow up via phone on 09nov2020, the customer noted that the suction on the device was set high by the staff and sometimes was set to the maximum suction (260mmhg) which the nurse believed that this was caused the redness on the patients. The customer added that since the call with mis, and instructed the staff not to exceed 80mmhg suction which seems to be helpful.

Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure mode could be due to the material surface was rough, abrasive or uncomfortable. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The labeling review was unable to review due to the unknown product code. Although the product family was unknown the (purewick) IFU's are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the resource nurse recently saw two patients with red painful perineum by using the purewick. Per notification received on (B)(6) 2020, stated that the increase in suction was the cause for red perineum and would not know what was the recommended maximum suction level would be. Also stated that the red tender area was the vaginal area where the end of the wick would be positioned. Informed the nurse that the minimum suction for the purewick is 40 mmhg and would not have the max recommendation. The suction was in the wick and did not suction against the patient tissue. Per follow up via phone on 09nov2020, the customer noted that the suction on the device was set high by the staff and sometimes was set to the maximum suction (260mmhg) which the nurse believed that this was caused the redness on the patients. The customer added that since the call with mis, and instructed the staff not to exceed 80mmhg suction which seems to be helping.